Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was being taken out of auto mode due to inability to calibrate sensor with high blood glucose.